Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator was inoperable. No pressure delivered. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The customer repaired the device and replaced the blower assembly. The customer declined to return the blower assembly for further investigation.